Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, between 06:00 and 07:00am, the patient´s reading reportedly went dangerously low, and no alert sounded on the receiver. The patient lost consciousness. An ambulance was called by the patient¿s son and the patient was transported to the hospital. When the patient regained consciousness, they were already at the hospital. The patient was treated with intravenous fluids. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.